Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high impedance and high thresholds. The rv lead was removed and replaced. It was further reported that the right atrial (ra) lead helix could not be spun out smoothly after the ra lead was re-positioned many times. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.